Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 50mm diameter abdominal aortic aneurysm with short neck indication. It was also reported that endoanchors were implanted on an unknown date post the index procedure. It was reported that approximately four years post-index procedure a follow up CT revealed a moderate type ia endoleak and it was reported the aneurysm was up to 2mm below the level of the lowest renal artery. Per the physician the cause of the event was anatomy related due to disease progression with neck dilation. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
Film evaluation summary the reported proximal type I endoleak was confirmed. However, the exact cause of the type ia endoleak leading to the aaa enlargement could not be determined from the films provided. The anatomy at implant is unknown, and earlier follow-up films were not provided for comparison. Review of a post-implant CT-3d film report from 4 years post-implant ((B)(6) 2018) revealed that the aaa diameter measured 81mm and there was a proximal type I endoleak. The bifurcate was positioned just below the renal arteries within the short and conical-shaped neck, and multiple endoanchors appeared to have been implanted into the bifurcate proximal margin. The neck diameter just below the renals measured 28mm, 15mm below the renals tapered out to 36mm in diameter, and the infrarenal neck contained thrombus. The bifurcate ipsi limb was seen extending distally into the left common iliac, and the contra limb was positioned down into the right common iliac artery. The devices appeared patent and no other obvious issues were observed. It is possible that disease progression, leading to the short and dilatated proximal neck, may have contributed to the proximal type I endoleak. Additional information received; the endoanchors were implanted at approximately the same time as the endurant. If information is provided in the future, a supplemental report will be issued.